Event description:
I have been having a problem when wearing my contacts for about 6 months now. Every time I have worn them, I have experienced very red eyes and then become light sensitive. In particular my left eye is most effected. I stopped wearing contacts and condition goes away in a week or so. I have been to the doctor twice and to the optician once. When I put in new contacts without using the solution-no problem. Then I was told about the recall on amo mps, it all makes sense as I have been using this solution ever since the problem began. Dates of use: approx three and a half months in 2007. Diagnosis or reason of use: to clean contact lenses. Event abated after use - yes, event reappeared after reintroduction - yes. On (2007 - dr); (the following day - another dr); (the following month - opticians).